Manufacturer narrative:
Omit : a1402 - excess flow or over-infusion (1311). Additional information : imdrf annex a code.

Event description:
It was reported the pump module was programmed with magnesium at the intended rate of 25cc/hour over thirty (30) minutes. The clinician set up the secondary to the maintenance IV fluids. Upon inspection, it was noted the primary line kept bubbling and not infusing while secondary line infused quickly. The customer tried swapping different channels however the issue was not resolved. It was noted the fluid from the secondary bag was backing up into the primary bag. There was patient involvement but no harm.

Event description:
It was reported the pump module was programmed with magnesium at the intended rate of 25cc/hour over thirty (30) minutes. The clinician set up the secondary to the maintenance IV fluids. Upon inspection, it was noted the primary line kept bubbling and not infusing while secondary line infused quickly. The customer tried swapping different channels however the issue was not resolved. It was noted the fluid from the secondary bag was backing up into the primary bag. There was patient involvement but no harm.

Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. Additional information : imdrf annex a, b, c, d and g codes.

Event description:
It was reported the pump module was programmed with magnesium at the intended rate of 25cc/hour over thirty (30) minutes. The clinician set up the secondary to the maintenance IV fluids. Upon inspection, it was noted the primary line kept bubbling and not infusing while secondary line infused quickly. The customer tried swapping different channels however the issue was not resolved. It was noted the fluid from the secondary bag was backing up into the primary bag. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.